Event description:
It was reported that a screw lag reamer was broken during a surgery. Instrument was noted broken at sterilization time and missing pieces were not recovered. It is unknown the harm to the patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The reamer was returned for investigation. The shaft of the reamer shows some scratches. The cutting edge of the reamer is fractured. However, not all fragments were returned. The fracture surface of the cutting edge of the reamer shows characteristics indicative of a ductile fracture. The fracture surface was further investigated under a scanning electron microscope, revealing dimples in the matrix and which describe a ductile forced fracture. Additionally, one cross-section in transverse direction was cut for microstructure analysis. The material exhibits a typical martensitic structure with embedded primary carbides and secondary chromium carbides, both fine and course, precipitated throughout the matrix. Further, hardness measurements were performed and found to be within the pre-defined specification. According to this examination, no material issues could be detected. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed, however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.